Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the caller initially lacked a charger to complete the reset. The customer later contacted support again and successfully reset the pump on their own.